Manufacturer narrative:
11/13/1998- supplement #1 sent to FDA. Corrected data entered in d9. Device evaluation indicated and codes entered in h3 and h6. Device not available for evaluation.

Event description:
The product was used during an unspecified procedure. Reportedly, the needle broke inside the patient. The surgeon was able to remove the needle without any patient injury.